Manufacturer narrative:
H.10: livanova requested the device back for investigation and no deviation could be identified. During the visual inspection, signs of use and residues of dried fluids were found. Moreover the blue silicone insert was damaged and the main power connection cable was found to be worn out on the connector. The most likely root cause of the issue is the mechanical tolerances at the bearing seat of the linear actuator.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) failed triggering an error code during priming. There was no patient involvement